Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated that his cgm readings had been off by 30-40 points mg/dl over the previous several weeks. On (B)(6)2019 just before noon, his cgm was reading 68 mg/dl and he felt hungry and ate something. He did not check a fingerstick bg at the time as he relied on cgm reading, but he then began to feel he was going low. He passed out and fell from his chair at work. His co-workers later told him he had a seizure. A nurse at his worksite administered a glucose pen. He was unconscious and was taken to the hospital and woke up in the emergency room (ER). In the ER, his bg was up to 250 mg/dl following the glucose pen dose. He had a computed tomography scan (CT scan) of the head and chest, and an electrocardiogram (EKG), which were negative. He did not know what medication or other treatment he received that was diabetes related. At the time of contact, the patient was in stable condition. The sensor was still inaccurate, with a cgm that morning of 185 mg/dl and a bg at the time of 149 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.